Event description:
Procedure: laparoscopic gastric banding. The upper seal of the reduction valve loosened and fell into the pt surgical cavity. The piece was retrieved without incident. No injury reported. Procedure completed with another device.